Event description:
Per the clinic, the internal magnet became dislodged (date not reported) subsequent to the patient sustaining a head trauma. Surgery to replace the magnet occurred on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
Implanted device remains.